Event description:
It was reported that during an attempt to place a stent in the right coronary artery, the stent got stuck in a calcified area proximal to the lesion and came away from the delivery system. The stent was deployed in an unintended site.